Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following a cataract surgery with an intraocular lens (iol) implant, he developed staph infection endophthalmitis. He has been using corticosteroid eye drops but reports had relapse in eye and it's not healing well. He reports still seeing halos starburst at night. He reports that iol were implanted in both eyes. Additional information has been requested. There are two medical device reports associated with this consumer. This report is for the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer indicating that he has seen another physician for a second opinion and that doctor says everything is on track and looks good. The consumer also reported that at this point, the doctor does not feel it's necessary for lens exchange.